Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was freeze in the initializing device manager screen and display was stuck. A field service engineer rebooted the station and reseated a disconnected cable. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es screen had frozen and device was down. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.